Event description:
It was reported that the pt occasionally has pain in his left hip he can't walk long distances and gets very fatigued. He also states that he has trouble lying on his left hip and has a lot of aching. He takes ibuprofen a few times daily to relieve the discomfort. He does a great deal of walking and climbing stairs due to the nature of his work and it is very difficult. The pt states that he is self employed and a small employer; as such, he cannot afford to take off from work. His doctor recommends that he has an MRI and blood work. He is also highly concerned about the cost of testing and possible procedures.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.